Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A system checkout was not required as the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while using the system as an em only system and navigating the stylet, it was noted that when the surgeon moved the stylet along the head, the system showed a low performance error. When the stylet was removed from the head, the message went away. When the stylet was brought back in, the message showed up again. The stylet was moved away again, and then the issue resolved. This issue was noted outside of a procedure on a marketing system, and there was no patient involvement.